Event description:
Per provider, the chair slows down and stops with flashing yellow lights intermittently. Per tbm they have replaced the joystick twice and no resolution. The customer is really upset and called the FDA on the issue per tbm. Tbm changing out the controller hoping the issue is in the controller.